Event description:
The patient experienced increased spasticity and there was volume discrepancy at refill. The physician felt the pump was not working properly. Rotor and dye studies were not performed. The pump was replaced. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.